Event description:
During trailing the sleeve the sleeve became wedged in the femoral metaphyseal, the force to remove trial resulted in the pt's femur to fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.